Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. The celect filter was placed in an appropriate position relative to the bony landmarks without evidence of significant tilt. 383 days later the filter was in an infrarenal location with one secondary leg interacting with the ivc wall extending into the retroperitoneal fat grade 2. Also, there are grade 1 interactions involving all four primary legs and 6 secondary legs. The patient was asymptomatic. The patient expired 624 days after filter placement. The cause of death is unknown, but given the extensive cardiac and aortic pathology present, the ivc filter likely played no role in the patient's demise. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): site reported grade 1 & 2 filter leg interaction with ivc wall. During the index procedure on (B)(6) 2015, the patient received a celect filter. The primary reason for filter placement was a current sub-massive pulmonary embolism (pe), diagnosed on (B)(6) 2015 (four days pre-procedure). The inferior vena cava (ivc) diameter at the intended filter location was 28 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. Evidence of filter fracture, deformation, migration, tilt, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement were not able to be obtained due to the technical limitations of ivus. Analysis of the placement procedure ivus revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 28.4 mm. On (B)(6) 2015 (32 days post-procedure), the 1-month follow-up clinical assessment was performed. A filter retrieval procedure was not scheduled due an ongoing risk for pe, a contraindication to anticoagulation, and poor overall health/prognosis. Since the last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (45 days post-procedure), the post placement x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 0.5 degrees, 11.4 degrees in the lat view, and 2.5 degrees in the oblique view. Analysis noted: ¿no assessment for migration as filter was placed with ivus.¿ on (B)(6) 2015 (56 days post-procedure) the patient was discharged from the hospital. On (B)(6) 2015 (84 days post-procedure), the three-month follow-up clinical assessment was completed. Filter retrieval was not scheduled due to the ongoing risk for pe, poor overall health/prognosis, and because the patient was still in a rehabilitation facility and not fully mobile. The patient was taking aspirin. Since the last contact, the patient had not experienced a reportable event. On (B)(6) 2015 (171 days post-procedure), the six-month follow-up clinical assessment was completed. Since the last visit, the patient had not experienced a reportable event. On (B)(6) 2016 (343 days post-procedure), the patient was hospitalized for a pseudoaneurysm of the ascending aorta with mycotic features. Treatment included ¿re-do sternotomy, re-do aortic root replacement, pericardial patch repair of aorta to right atrial fistula¿ and antibiotics. On (B)(6) 2016 (347 days post-procedure) the patient had a hemorrhagic stroke with residual left-sided hemiplegia. Treatment included a CT of the head, physical therapy, and occupational therapy upon discharge. On (B)(6) 2016 (351 days post-procedure), the 12-month ultrasound was performed. Core lab analysis of the ultrasound revealed no evidence of thrombus in the lower extremity veins. The ivc and pelvic veins were not assessed. On (B)(6) 2016 (359 days post-procedure), the patient was discharged from the hospital. On (B)(6) 2016 (383 days post-procedure), the 12-month follow-up CT was performed. Core lab analysis revealed no evidence of filter embolization, ten grade 1 filter legs, and one grade 2 filter leg. There was no evidence of hemorrhage, hematoma, or other clinical findings observed at the grade 2 perforation/puncture sites. Core lab noted: ¿one strut not seen.¿ the angle of filter tilt in the sagittal plane was 2.0 degrees and 5.0 degrees in the coronal plane. On (B)(6) 2016 (385 days post-procedure), the 12-month x-ray was performed. Core lab analysis of the x-ray revealed no evidence of filter fracture, embolization, deformation, or migration. The angle of filter tilt in the ap view was 2.9 degrees. Patient outcome: on (B)(6) 2016 (624 days post-procedure), the patient died. The cause of death is unknown at this time. The patient¿s death was discovered in an online obituary.